Event description:
Patient experienced third degree burns, 1-1/2 in. In leg where the active electrode had been placed while not in use. Clinical engineering evaluated the electrosurgical unit and discovered that if both cut and coag foot pedls were pressed simultaneously, the unit would stay activated after releasing the pedals. The pedals were replaced, then the unit met manufacturer's specificationsinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed, visual examination. Results of evaluation: design - human factors, incorrect technique/procedure. Conclusion: device failure occurred and was related to event, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service, inserviced by other facility staff. Invalid data - on device destroyed/disposed of status.